Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for battery issue, stating the meter did not power on when a test strip was inserted. Daughter is calling on behalf of the customer. Customer had never changed the battery, stating he obtained the meter six months ago, however the "low battery" symbol did not appear. During the call, the meter powered on when the power button was held and when a test strip was inserted. A back to back blood test was performed by the customer fasting and produced test results of hi using meter. The customer did not provide his expected glucose range. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/18/2021 and test strips were opened two weeks ago. The meter memory was not reviewed for previous test result history. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that he was going to contact his doctor due to the hi blood glucose test results.